Event description:
Device evaluation: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. There was no indication that the product caused or contributed to an adverse event. On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio pro meter had a power issue ¿ meter does not turn on. This complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged product issue first occurred on (B)(6) 2015. The patient informed the csr that they manage their diabetes with insulin (type and dosage unknown) and make no adjustments to their daily regimen. The patient did not make any changes to their usual diabetes management regimen due to alleged power issue. The patient denied experiencing any symptoms as a result of the alleged product issue but stated that they self-treated by deciding not to take their normal 2 units of lantus insulin in the evening on (B)(6) 2015. At the time of troubleshooting the csr noted that there was misuse of the product as the meter was dropped in to water. The patient¿s products were replaced and requested for evaluation. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive treatment for either of these conditions. In addition, there is no evidence that the subject meter malfunctioned.